Manufacturer narrative:
The ge service rep troubleshot the system and ordered parts. He installed the rui and mcu then restored calibration files. The system operates as intended.

Event description:
The customer reported that the images are very grainy and fading in and out. Also the motorized functions are inoperable.